Event description:
It was later reported there was no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
It was later reported the pump has not been replaced as of this date.

Event description:
It was further reported that this pump was replaced due to motor stall.

Manufacturer narrative:
Analysis of the pump revealed that there was a pump motor feedthru anomaly with shorting across the insulator.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump started alarming yesterday and was not due to be refilled until (B)(6) 2013. The alarm was heard, but telemetry had not yet been performed. The patient was hearing a critical alarm approximately every 5 minutes. The low reservoir alarm was set to alarm on (B)(6) 2013. It was noted the patient had not had any magnetic resonance imaging (MRI) studies or computed tomography (CT) scans in the past few days. The patient had been retaining fluids in her legs since the pump began alarming, and the pocket site looked like a "football" and was swollen. The patient had not noticed any changes in pain since the alarming started. The patient was also on oral dilaudid, and was on a number of different medications. The patient had been in and out of the hospital since 2010. The patient had contacted their health care provider (hcp) and tried to go see him the date of the report; however, they did not have transportation, so they were going to see the hcp in the future. The patient reported that the pump was still alarming. The drug in the pump was dilaudid. The alarm was later confirmed by telemetry. Telemetry confirmed a critical alarm was occurring. Safe state occurred and reset. It was unknown if there was a low battery-reset or if there were any motor stalls. The patient was doing fine but had increased pain. The physician tried re-programming and resetting the pump but it reverted back to safe state again. It was noted that the patient was not in any environment with an unusual amount of electromagnetic interference (emi) that may have led to the issue. Additionally, the pump reverted to 0.480 milligrams (mg)/day. The patient was doing okay, noting her pain relief was good until she learned from her clinic that she might not be receiving the drug as before. The pump was full of drug but was stopped by the physician. It was noted that when the pump went into safe mode it "reduced the delivery of the medication to almost nothing". They rebooted it several times but it kept doing the same thing so they shut the pump off. The patient noted being told by her physician hat she was not a candidate to get another pump and she thought this was due to sleep apnea. The patient was having symptoms of withdrawal as well as "high blood pressure and other stuff", and was managing the withdrawal with oral medications. The pump had been off for 2 weeks.

Event description:
It was later reported the pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.